Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked and cracked reservoir tube lip.

Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a low blood glucose event caused by accidently programming an incorrect amount of insulin to be delivered. The customer disconnected from the insulin pump before the insulin was delivered. Blood glucose reading was 27 mg/dl. Customer had treated with food. Insulin pump will not be replaced and the customer stated that she was aware that it was her mistake. Nothing further reported.